Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. An additional MDR report was filed for this event, please see associated report: 0001825034 - 2022 - 00872. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Initial right total hip arthroplasty performed. The patient was revised fourteen years later due to metallosis and loosening. All components were revised; however, no medical records have been provided for confirmation of findings.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code mechanical - g04 code (stem). Medical records were reviewed and identified that the patient has developed metallosis, the stem loosened and was painful. The patient also had issues with tissue quality and rust was found on stem. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup, pn unknown, ln unknown; unknown head, pn unknown, ln unknown. Multiple MDR reports were filed for this event, please see associated reports 0001825034-2019-03099. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision procedure due to loosening approximately fifteen years after the initial surgery. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) review was unable to be performed as the item number of the device involved in the event is unknown. Root cause was unable to be determined. One hip stem, one head, and one cup were returned and evaluated. Upon visual inspection the head has scuffing on the outside radius and there is black debris inside of the taper. The cup has scuffing on the inside radius. The hip stem has scratches and gouging to the taper and body. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D11: item #: unknown head lot #: 222090, item #: unknown cup lot #: 092110. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.